Manufacturer narrative:
The acist angiographic injection system, model cvi, serial number (B)(4) was returned to acist on may 2, 2019. The injector system was functionally tested and met the pre-established specifications. Acist's medical advisory board reviewed a copy of the cine-angiograms and information received from the user facility from the event: the films show a coronary angiogram of the left coronary system that is unremarkable. Subsequently, an angiogram of the right coronary artery (rca) demonstrates a significant stenosis in the distal rca. This is treated with balloon angioplasty and a stent is placed. On the last angio, dye injection is recorded and shows stent positioning and again is unremarkable. Subsequently, the stent is deployed and "post dilated". After the post dilation, the next image shows dye trapped in the mid and distal vessel consistent with dissection and what appears to be a large dissection into the wall of the aorta. The user facility reported that the dissection occurred with dye injection after post dilation; this injection image was not available in the cine-angiograms provided to acist. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the use of the device. There is no evidence of device malfunction related to this event and no inadequacies related to the device labeling/instructions for use. The cause of the event is unknown. This report is considered close.

Manufacturer narrative:
The acist angiographic injection system, model cvi, serial number (B)(4), was returned to acist on may 2, 2019. Upon completion of the investigation, a follow-up report will be submitted to FDA.

Event description:
During a percutaneous coronary intervention (pci) to the right coronary artery (rca), the patient's rca and aorta were dissected. The patient was taken to emergency surgery and a saphenous vein graft to the rca was completed and the aorta was repaired.